Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre b.v.). Details of this activity were discussed with (B)(4) during a tele-conference on "05/31/201." All available information has been disclosed. This complaint has now been closed.

Event description:
During a surgery the surgeon found a metal piece in the eye. The metal can only be of the trocar, cutter or light.